Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as an incompatible catheter was used to deploy the coil. Please note that the dfu states that ¿the interlock - 35 fibered idc occlusion system is designed to be delivered under fluoroscopy through a 5f (1.70 mm) od (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager¿ ii selective diagnostic catheter without side flushing holes.¿ (B)(4).

Event description:
It was reported that the coil protruded from the side hole of the catheter. A 6mmx20cm interlock¿-35 was selected to be used. After first coil was removed when resistance was noted during advancing it into the catheter at the time of the last few centimeters. The catheter was changed with 5fr non-bsc catheter and another 6mmx20cm interlock¿-35 was used. When advancing the coil into the catheter, it was noted that the distal coil was protruding from the side hole of the catheter. The coil was removed together with the catheter and the procedure was completed with another of the same device. No patient complications reported and patient condition was good.